Event description:
The customer reported the device was displaying error code 133.6080 and wanted to know how to fix the issue. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 133.6080. Technical support - charge battery pack. Replace backup speaker. Return to factory for repair. A review of the device history record showed the device had a manufacture date of 10/22/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - charge battery pack, replace backup speaker. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device was displaying error code 133.6080 and wanted to know how to fix the issue. No patient involvement.